Manufacturer narrative:
Correction - g2 - report source - user facility should have been selected in initial report.

Manufacturer narrative:
The lead was returned due to patient death. As received, a partial lead (only connector portion) was returned in one piece. Visual and x-ray examinations of the partial lead found no anomalies except for procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
The product was returned due to patient death without a complaint associated to the product. Cause of death: cardiac arrest, malignant neoplasm of unspecified bronchus or lung and dementia.